Event description:
A prospective patient reported that during their trial implant for their bladder on (B)(6) the healthcare provider (hcp) "could not find whatever the were trying to find." It was stated that after an hour of probing the hcp backed out and quit the surgery and suggested it be rescheduled. As of now it is rescheduled for (B)(6) but the patient would like a new hcp to perform the surgery so they can be awake during it. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the reason the procedure was stopped was because the patient was having pain and kept moving on the table. The hcp stopped the procedure and stated they would bring the patient back and use sedation for the next trial procedure. The patient cancelled the procedure scheduled for (B)(6) 2016 because he was afraid to be put to sleep for the procedure. There was nothing wrong with the lead wire, the patient just would not lie still.